Event description:
During an in-clinic follow-up, noise resulting in oversensing episodes were observed on the right atrial (ra) lead. The noise was reproducible with arm and box manipulation. Lead damage was suspected but it was not confirmed. The patient is stable.

Manufacturer narrative:
B3: the estimated event date is nov 2023.